Event description:
Pt reported obtaining a blood pt result of 6.0-7.0 inr (pt could not recall exact value), while using the suspect device. Pt stated that, 3 hrs later, blood was retested in a lab with a result of 3.0 inr. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was rec'd. Qc testing was not performed on the suspect device. At the time of the report, pt no longer had the test strips that produced the discrepant results.